Event description:
It was reported that the patient had pocket stimulation. The patient's right ventricular (rv) lead had high and unstable thresholds, high impedance, and a possible fracture. The patient's implantable pulse generator (ipg) appropriately triggered an rv lead polarity switch to unipolar. The physician decided to leave the rv lead set to unipolar. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. (B)(4).